Manufacturer narrative:
Strip lot producing result of 6.3 inr: 382a-a12, 2/08.

Event description:
Caller reports that the patient tested 6.3 inr on one device and 5.3 inr on a second device while a comparison lab returned as 3.5 inr. Caller states that patient's coumadin was held for one day, however, no adverse event reported. Requested return of suspect device and replacement was sent.